Event description:
It was reported that the patient complained about sharp pain that comes and goes when the patient "leans to the left." During the patient's follow up appointment, it was found that the right ventricular (rv) lead displayed high thresholds and no capture with inappropriate rv pacing. Programming bipolar sensitivity resulted in undersensing. Programming unipolar sensitivity resulted in oversensing. A chest x-ray was ordered and the rv lead was found to be dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. The proximal conductor was stretched and had blood/boy fluid (not obstructed). The distal conductor had blood/body fluid (not obstructed). The inner insulation and inner tubing were kinked/buckled. The outer insulation was breached cut. The helix/lobe was distorted/bent. There was blood in/on the helix/lobe mechanism. The lead was stretched. Visual analysis noted the lead had apparent explant damage.